Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported that he has a meeting with his healthcare provider (hcp) today and would like a manufacturer's representative (rep) to be present as he needs an adjustment. The patient stated that he does not feel stim on his right side where it should be, but still feels it on his left. Patient was implanted for lumbar radiculopathy and spinal pain.

Event description:
Additional information was received from the patient on 2017 feb-01. It was reported that the loss off stim on their right side occurred since the implantable neurostimulator (ins) was adjusted in either (B)(6) 2016 or (B)(6) 2017. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.